Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 35-year-old female patient who had essure (batch no. 766623-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, fibromyalgia, pap smear abnormal, genital hemorrhage, dysuria, low back pain, uterine prolapse and endometrial ablation. Concurrent conditions included dysmenorrhoea, muscle ache, leg pain, abdominal pain and dysuria. Concomitant products included gabapentin, ibuprofen (motrin ib), nsaids since (B)(6)2010 and paracetamol (acetaminophen) since (B)(6)2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and back pain ("lower back pain"). The patient was treated with fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure micro-implants were placed in both cornua using standard technique. At the end of the procedure, the ight cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2015: back pain. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Pathology test - on (B)(6)2015: diagnosis: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix - mild chronic cervicitis. Endometrium ¿ benign, myometrium ¿ adenomyosis. Serosa - no significant histopathologic abnormality. Fallopian tubes ¿ para tubal cyst, right b. Fallopian tube, salpingectomy. Clinical information: abnormal pap; abnormal bleeding; pain. Gross description: the right and left cornu contain metal coils. The right pink-purple, fimbriated fallopian tube is 7.5 x 0.8 cm. The portion of left fallopian tube measures 2.0 x 0.3 cm. The fimbriated portion of the left fallopian tube is absent. B. Labeled "bilateral tubes" is a 5.5 x 0.5 cm pink-purple fimbriated fallopian tube with a 0.8 cm smooth walled para tubal cyst filled with clear, watery fluid. Representative sections are submitted in b1. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new event lower back pain were added. Outcome of pelvic pain updated to recovering / resolving. New reporter, treatment drug were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 35-year-old female patient who had essure (batch no. 766623-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, fibromyalgia, pap smear abnormal, genital hemorrhage, dysuria, low back pain, uterine prolapse and endometrial ablation. Concurrent conditions included dysmenorrhoea, muscle ache, leg pain, abdominal pain and dysuria. Concomitant products included gabapentin, ibuprofen (motrin ib), nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure micro-implants were placed in both cornua using standard technique. At the end of the procedure, the light cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: back pain. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix - mild chronic cervicitis. Endometrium ¿ benign, myometrium ¿ adenomyosis. Serosa - no significant histopathologic abnormality. Fallopian tubes ¿ para tubal cyst, right b. Fallopian tube, salpingectomy. Clinical information: abnormal pap; abnormal bleeding; pain. Gross description: the right and left cornu contain metal coils. The right pink-purple, fimbriated fallopian tube is 7.5 x 0.8 cm. The portion of left fallopian tube measures 2.0 x 0.3 cm. The fimbriated portion of the left fallopian tube is absent. B. Labeled "bilateral tubes" is a 5.5 x 0.5 cm pink-purple fimbriated fallopian tube with a 0.8 cm smooth walled para tubal cyst filled with clear, watery fluid. Representative sections are submitted in b1. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Batch number not valid. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (batch no. 766623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, fibromyalgia, pap smear abnormal, genital hemorrhage, dysuria, low back pain, uterine prolapse and endometrial ablation. Concurrent conditions included dysmenorrhoea, muscle ache, leg pain, abdominal pain and dysuria. Concomitant products included gabapentin, ibuprofen (motrin ib), nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure micro-implants were placed in both cornua using standard technique. At the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: back pain. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix - mild chronic cervicitis. Endometrium ¿ benign, myometrium ¿ adenomyosis. Serosa - no significant histopathologic abnormality. Fallopian tubes ¿ para tubal cyst, right. Fallopian tube, salpingectomy. Clinical information: abnormal pap; abnormal bleeding; pain. Gross description: the right and left cornu contain metal coils. The right pink-purple, fimbriated fallopian tube is 7.5 x 0.8 cm. The portion of left fallopian tube measures 2.0 x 0.3 cm. The fimbriated portion of the left fallopian tube is absent. Labeled "bilateral tubes" is a 5.5 x 0.5 cm pink-purple fimbriated fallopian tube with a 0.8 cm smooth walled para tubal cyst filled with clear, watery fluid. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Device category changed from device other event to incident. Medical history, lab data, reporter information, aka name, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.